Manufacturer narrative:
The mayfield unit (unknown product ID) was not returned for evaluation after three good faith attempts (gfes) were made; therefore, an evaluation of the device could not be performed. The catalog# or device serial number information has not been provided; therefore, device history record review could not be reviewed. The definite root cause cannot be determined. However, based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
During surgery for an astrocytoma, the medical staff used an unknown mayfield unit. The tip of the mayfield skull clamp screw caused an embargo/jam with subdural hematoma. The treatment of embargo/jam with subdural hematoma led to an emergency surgery, which jeopardized the vital prognosis of the patient child. No information was provided on how the tip caused the injury or if there was a failure of the device. The translation of the word embargo/jam is unclear, but definition has been reported as "fracture of the skull with depression of the fractured part." No further information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.